Event description:
The customer reported experiencing a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support, who provided information on performing a complete pump reset. With guidance, the customer successfully conducted the reset, and the error did not reoccur. Consequently, the customer was able to start a new sensor session without further issues.